Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
The customer reported that the ventilator would not turn on. The ventilator was not in patient use. The customer swapped in a known good power supply and found that the ventilator turned on. The remote service engineer provided the customer with the part number for a replacement power supply. Further information is pending.